Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl last night since her max bolus was set at 0.0. The customer was unsure as to why her max bolus was set to 0.0; however, it was discovered that she had a dual wave bolus activated, and once the bolus finished the customer would be able to return to her standard basal rates. The customer was advised on how to select her standard basal rates. The customer's blood glucose at the time of call was 336 mg/dl, which she treated via insulin pump bolus. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.